Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "total catheter rupture near the junction between anchor sleeve and catheter start." No other information was provided.

Event description:
It was reported, "total catheter rupture near the junction between anchor sleeve and catheter start". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however the exact cause was unknown. One 4fr sl powerpicc catheter was returned for evaluation. The sample contained a complete break of the catheter tubing near the molded joint with abundant usage residue. The sample contained slight discoloration of the catheter tubing and molded joint consistent with chemical exposure and staining. A microscopic observation revealed that the device contained highly granular and topographically complex fracture surfaces, with irregular shape and through cracks adjacent to the break surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The discoloration seen on the device, and fracture surface condition, were consistent with chemical embrittlement, and the surfaces of the break site also suggested twisting/kinking of the catheter in the same location. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. It's possible that this failure was multi-factorial; however, there was a lack of clear evidence which could confirm this. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a circumferential separation was observed in the catheter body proximal to the molded suture wing. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "total catheter rupture near the junction between anchor sleeve and catheter start." No other information was provided.